Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The insulin pump also shut off and changed the time, name, date of birth, and telephone. Customer's blood glucose level was 400 mg/dl. The no delivery alarm was resolved with a complete set change. The insulin pump was not delivering at night. The device was not returned.